Event description:
It was reported that when the device was interrogated that a pop up message with the diagnostics appeared that stated "diagnostics may not match programmed parameters since last diagnostic parameter" kept appearing. It was noted that all the diagnostics looked real and physiological and that no reprogramming had been done. It was also noted that the patient had been admitted for syncope but there did not appear to be anything with the device to point to a reason for the syncope. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).